Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery. Customer's blood glucose was unknown. Troubleshooting was performed as customer resolved the issues with a set changed. Customer stated she had disconnected from the device for a day and then ended up in the hospital on (B)(6) with diabetic ketoacidosis. Customer wasn't using the device during the time she was hospitalized. Customer symptoms were nausea and vomiting. First visit was treated with anti-nausea and released. Second treated with insulin drip and released. Customer's mother in law called and reported that each time the customer was hospitalized it was due to no delivery alarms even after set change. Customer is released and blood glucose is up in the 200 to 300 mg/dl range. Customer is not returning the reservoir for analysis.